Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's wife is calling to allege a leak in the customer's infusion set. There is no current leak in the system, but a leak did occur at the infusion set site several months ago. Patient discovered the leak by noticing wetness at his infusion site. No adverse event reported. Device not available for return.